Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 800-900 mg/dl that resulted in an emergency room trip and subsequent hospitalization in the intensive care unit, where customer was treated with intravenous fluids of saline and insulin. Customer alleged that high bg incident also caused a heart attack, a coma which lasted one day, "surgery on veins," and cataracts. In addition, customer also alleged that due to the event, a change in medications for pre-existing illness, blood pressure, and heart and liver issues was required. Customer also alleged that the pump ¿does not work¿; however, was not able to specify any deficiencies and declined troubleshooting with tandem technical support. Additionally, customer reported that alarms ¿most likely¿ occurred but could not specify what alarms, if any, had occurred. Reportedly, customer was released from the hospital 6 days later and continued to use the pump for insulin therapy.